Event description:
It was reported that during a procedure, the surgeon/scrub tech did not realize they were using a cannulated driver and cross threaded the locking screw into the plate. The torque on the driver broke the driver and the screw and they were unable to get the screw out of the plate.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6)2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. As no further investigation was able to be performed no change in harm was identified. The most likely cause of the reported failure is use error.